Manufacturer narrative:
This report is report is being submitted to correct b5: event or problem description (b5) and h6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of an open circuit condition detected during shock delivery with measurements of 54 ohms. The initial assessment noted no recent data available, with the last recorded information from 2022. Recommendations include considering a right ventricular (rv) lead replacement after a thorough lead analysis and checking thresholds. It is advised to run system impedance in single coil configuration, and if within range, to deliver a 41j synchronized shock to evaluate the system lead impedance (sli). If the sli remains high, lead replacement may be necessary, at the discretion of the physician. No adverse patient effects were reported. This device remains in service. Additional information was received mentioning that this device is suspected to delivered anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). Further information is being requested. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of an open circuit condition detected during shock delivery with measurements of 54 ohms. The initial assessment noted no recent data available, with the last recorded information from 2022. Recommendations include considering a right ventricular (rv) lead replacement after a thorough lead analysis and checking thresholds. It is advised to run system impedance in single coil configuration, and if within range, to deliver a 41j synchronized shock to evaluate the system lead impedance (sli). If the sli remains high, lead replacement may be necessary, at the discretion of the physician. No adverse patient effects were reported. This device remains in service. Additional information was received mentioning that this device is suspected to delivered anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of an open circuit condition detected during shock delivery with measurements of 54 ohms. The initial assessment noted no recent data available, with the last recorded information from 2022. Recommendations include considering a right ventricular (rv) lead replacement after a thorough lead analysis and checking thresholds. It is advised to run system impedance in single coil configuration, and if within range, to deliver a 41j synchronized shock to evaluate the system lead impedance (sli). If the sli remains high, lead replacement may be necessary, at the discretion of the physician. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of an open circuit condition detected during shock delivery with measurements of 54 ohms. The initial assessment noted no recent data available, with the last recorded information from 2022. Recommendations include considering a right ventricular (rv) lead replacement after a thorough lead analysis and checking thresholds. It is advised to run system impedance in single coil configuration, and if within range, to deliver a 41j synchronized shock to evaluate the system lead impedance (sli). If the sli remains high, lead replacement may be necessary, at the discretion of the physician. No adverse patient effects were reported. This device remains in service. Additional information was received mentioning that this system also exhibited a fault code 1004. Technical services (ts) needs to get more information in order to troubleshoot. This system remains in service. No adverse patient effects were reported. Additional information was received mentioning that this device is suspected to delivered anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). Further information is being requested. No adverse patient effects were reported. The device remains in service.